Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. During investigation the pump was visually inspected and error code 10037 found. The customer's stated problem was verified. Inspected the pump and performed functional test and the pump passed. Further investigation of the pump determined that an intermittent motor was the root cause of the issue. Service replaced the motor to correct the reported problem. The root cause of the reported problem was the faulty motor.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during repaired of this smiths medical cadd prizm vip pump, the pumps exhibited error code lec 10037. No adverse effects were reported.